Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and frequent symptoms of ¿skipped beats". The right atrial (ra) lead and right ventricular (rv) lead exhibited insulation damage, oversensing, noise with a mirrored appearance. The leads were capped and replaced. No further patient complications have been reported as a result of this event.